Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a potential electromagnetic unit issue. Additional information was received: it was reported that the problem was caused by em emitter issue. After installing spare emitter the system works properly. Additional information was received: it was reported that the cable was crushed and need to be replaced. With spare cable the system works properly.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the generator was replaced. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter module is periodically switching off. No patient was present at the time of the event.